Event description:
It was reported that the device was used during an lavh procedure. Half way through the case, the device gave an error code 5. They did not trouble shoot the device. Bleeding occurred and an estimated 200cc was lot. They proceeded by using a competitors product to attempt to control bleeding. The procedure was converted to open to control bleeding and the case was completed using conventional methods. The patient is doing well with no further consequence.